Manufacturer narrative:
The facility contacted steris to obtain in-service training after patient bacterial infections were reported. The facility stated they do not believe their system 1e units were a cause or contributor to the infections however would like to ensure the staff is fully trained on system 1e competency. In total, the facility has three system 1e units. All units are currently under a steris service contract and are up-to-date with their preventive maintenance inspections which confirmed the units are operating according to specification. A steris account manager visited the facility after the event and observed the facility's scope reprocessing practices. The account manager observed processed scopes were coiled in trays after processing for storage. The system 1e operator manual states, "after completion of a cycle in the system 1e processor, the processed load should be used immediately," further, section 7-14 removing processed items states, "follow departmental procedures for removal and transportation to the sterile field for immediate use. Note: follow facility procedures and/or industry recommendations for devices that are to be stored. Devices not used immediately must be liquid chemically re-sterilized prior to patient use." In addition, the account manager found that the facility reprocessed a scope in the system 1e whose labeling indicated the scope was a heat-stable device which could be sterilized in a steam sterilizer. The system 1e operator manual states, "the system 1e liquid chemical sterilant processing system is intended for the liquid chemical sterilization of manually cleaned immersible, reusable critical and semi critical heat-sensitive medical devices, including endoscopes and their accessories". The account manager instructed the facility that medical devices which are not heat-sensitive should not be processed in the system 1e. The facility has stated they will follow-up with all of their scope oems to verify whether the scopes can be processed in a steam sterilizer and to confirm the proper process for device storage. No further issues have been reported.

Event description:
The user facility contacted steris to obtain in-service training on the proper use and operation of the system 1e.